Event description:
The customer reported received a continuous glucose monitor error 42. There was no reported impact to the customer¿s blood glucose level. Customer had already reset pump before contacting support, and technical support provided complete pump reset information for future reference.